Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to a hole in the tube. On the same day as onset, the patient was hospitalized for the event of peritonitis. Treatment was not reported. At the time of this report, the patient outcome of this peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the cause of the peritonitis event was due to a disintegrated hole in the pd catheter, previously reported as a hole in the tube, which occurred the day prior to the onset of the peritonitis event. On an unreported date, the patient began treatment with unspecified anti-fungal antibiotics (dose, frequency and route of administration not reported) for 24 days and was ongoing. Pd therapy was ongoing while the patient was in hospital. Six days after admission the patient was discharged from the hospital. On the same day, while hospitalized, pd therapy was discontinued and hemodialysis was initiated. The following day the pd catheter was removed. It was stated that the patient had the catheter for four years. The patient was recovering from this peritonitis event. As it was reported that peritonitis was related to pd catheter, a non-baxter product, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.